Event description:
The event is reported as: alleged issue reported: first clip would not open when loaded and squeezed. The clip was not placed around the vessel. Remedial action was to open another auto endo5. No clips fell into patient. No pt injury reported. Pt's current condition is good after laparoscopic procedure.

Manufacturer narrative:
Device sample not sent to manufacturer. DHR investigation did not show issues related to complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation, however, the MFR will continue to monitor and trend relating complaints.